Manufacturer narrative:
(B)(4). The reported issue of the suspect device was resolved by performing repair/remediation of the device by the device trained customer. The device has been tested and the customer stated that it is working to service specifications. The suspect component is related to a current field corrective action by carefusion so no further investigation will be performed.

Event description:
The customer reported during patient use the avea ventilator audibly alarmed and displayed circuit occlusion. The customer also reported the pressure limit alarm was being limited below the set alarm limit. The customer reported no harm or injury to the patient.